Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, one (1) pelvic reduction forcep, one (1) liss insertion guide for distal femur, one (1) depth gauge for locking screw, four (4) universal chuck with t-handle, one (1) cannulated 4.0mm hexagonal screwdriver, one (1) pelvic reduction forcep, two (2) ria drive shaft, one (1) bending pliers, one (1) forcep for broken screw removal, one (1) locking plier, two (2) large quick coupling, one (1) depth gauge, one (1) silicone handle, one (1) red forceps serrated jaw ratchet, one (1) plate holding forcep, one (1) reduction forcep with point ratchet, one (1) holding sleeve with wing screw, one (1) graphic case and two (2) graphic case for screw removal set were broken from usage. There was no patient consequence. This report involves one (1) universal chuck with t-handle. This is report 5 of 16 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 393.100, lot 3150317: manufacturing site: werk raron. Release to warehouse date: april 29, 2009. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a service and repair evaluation was completed: the customer reported that the device was broken. The repair technician reported the t handle was bent, cosmetic test failed and was not operating smoothly. The cause of the issue is damaged component. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.